Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a detached bus bar inside of the battery, which caused the cells to mismatch. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery was unable to power on a monitor.